Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor system. Pump passed the displacement test and rewind & basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.